Event description:
The device involved in this MDR report was explanted 3 days after implant, during a lead revision because loss of leak tightness at connector level was suspected.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device analysis is pending.